Event description:
Healthcare professional reported, right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as fold flaw opening. Capsular contracture: unable to observe. Unsatisfactory result: unable to observe. As per the investigation procedure, creases and non-penetrating nick. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¿rupture confirmed with an MRI¿ and diagnosed via mammography. Healthcare professional later reported "capsular contracture baker grade ii." Healthcare professional later reported ¿unacceptable cosmesis" and ¿removal of free silicone." This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, b6, d6b, h6. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Unsatisfactory result: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported ¿rupture confirmed with an MRI¿ and diagnosed via mammography. Healthcare professional later reported "capsular contracture baker grade ii." Healthcare professional later reported ¿unacceptable cosmesis" and ¿removal of free silicone." This record is for the right side. Device has been explanted.